Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0wj54, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that a patient had their device replaced. They were not able to say why the patient had a replacement other than it was not working. The hcp doesn't know why it stopped working. The ins is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.